Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection it was confirmed that the unit was bent and broken. The unit showed signs of also having generated heat at the bend because of friction which may have caused the burn. The lot number is unknown so the device history record could not be reviewed. Probable root causes can be associated, but not limited to: high friction due to components interaction, clogged shaver blade preventing fluid suction and cooling, poor/lack of suction and/or excessive force applied by the user. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the blade bent two inches down and continued use of the shaver burned that patient at the incision site. This happened at the end of the case.

Event description:
It was reported that the blade bent two inches down and continued use of the shaver burned that patient at the incision site. This happened at the end of the case.